Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Event description:
It was reported that the pump ran for approximately 2.3 ml before stopping. Upon investigation, a significant amount of air was observed in the line. This poses a significant risk of harm to patient in the form of not receiving full dose of medication and risk of air embolism due to air in line. A closed system transfer device (cstd) was not used to fill the cassette. Additionally, the pump was not used to prime the tubing, instead the tubing was primed using the syringe method. The duration of the infusion was 46 hours. The programmed rate was 2 ml per hour. This event occurred during infusion at the patient¿s home and there was no patient harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.